Manufacturer narrative:
The samples were li heparin plasma without a gel barrier that was centrifuged for 10 minutes at 3000rpm. The samples were aspirated from the primary collection tube for original and repeat testing without recentrifugation. Qc is performed every eight hours and has been within the customer's established ranges during the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) went on-site (B)(6) 2010 and verified instrument performance. No issues were noted. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the access 2 immunoassay system. The erroneous results were not reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.